Event description:
It was reported that foreign matter was discovered with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm got mixed.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was discovered with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm got mixed.